Manufacturer narrative:
The investigation for this event is ongoing. Literature reference - 10.1111/aor.12023. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding extracorporeal life support experiences of a new congenital heart center. All data were collected from a single center between december 2009 and february 2012. The study population included 13 patients predominantly female with an age range from 16 days to 33 years. There were two neonatal, seven infant, three pediatric, and one adult congenital cases.   Among all patients 2 deaths occurred. Based on the available information, this was not attributed to medtronic product. Based on the available information a direct correlation could not be made between this observed adverse event and medtronic product.   Among all patients, adverse events included: neurologic deficit in one case. Based on the available information, this adverse event was not attributed to medtronic product. Based on the available information a direct correlation could not be made between this observed adverse event and medtronic product. Among all patients, bleeding from the surgical and cannulation sites requiring transfusion was the most common complication. Based on the available information, these adverse event may have been attributed to medtronic product   no additional adverse patient effects or product performance issues were reported.